Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation: despite requests, nor the involved device nor the x-rays pictured were returned for analysis. No investigation can be performed. Conclusion: no conclusion can be drawn. The complaint handling database does not show any increasing trend for this type of access port. No corrective action is envisaged.

Event description:
"During administration of "decitiene", swelling of the patient skin around the access port. Skin redness and irritation. Leakage due to catheter/port disconnection."